Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a fraxel dual patient experienced redness and flaky skin in the neck area a few days post-procedure. No system errors were observed during the procedure. Based on the information received, the treatment levels used on the patient were considered high. Additional information has been requested but has not been received.

Manufacturer narrative:
Additional information was requested but was not received. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the current information, the exact root cause could not be conclusively determined. However, the noted aggressive fraxel treatment settings that were used on the patient may have caused or contributed to the event. According to fraxel user manual, redness or erythema is an expected response to fraxel treatment. Mild to moderate erythema (redness) typically develops immediately after treatment and diminishes or resolves within the first several days post-treatment. A small degree of redness may last longer in some cases.